Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06705. It was reported that chest pain, stent thrombosis and death occurred. The target lesion was located in the left circumflex artery (lcx) and left anterior descending artery (lad). A non bsc guide catheter was placed and a guide wire was advanced in the lad and diagonal artery. A promus premier¿ stent was then deployed in the lad and another promus premier¿ stent was implanted in the lcx with good angiographic result and stent apposition. Intravascular ultrasound (ivus) was performed using an opticross imaging catheter and also revealed good stent apposition without thrombus and dissection. The imaging catheter was removed. The patient then complained of chest pain, so another angiography was done and noted that both the lad and lcx were blocked. Thrombectomy was then performed using an angiojet thrombectomy system but was unsuccessful. There was no malfunction noted on the angiojet. The patient then expired soon after the procedure due to acute coronary syndrome.